Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink i.v. Catheter extension set would not flow when attached to a non-baxter catheter. The reporter stated that when the set was disconnected from the catheter, the catheter successfully flushed using both an unspecified saline syringe and an unspecified split septum cap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.